Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, 100% stenosed, chronic totally occluded mid left anterior descending artery. The 2.0 x 20 mm trek was advanced to the lesion and inflated to 10 atmospheres (atm). There was no difficulty deflating the balloon. The balloon was inflated again to 10 atm; however, there was difficulty deflating the balloon. In order to facilitate the removal of the balloon it was intentionally pressurized to make the balloon rupture. Several attempts were made to withdraw the catheter but resistance was met at the proximal end of the lesion. When the catheter was pulled with force, the distal shaft, approximately 14 cm distal to the guide wire exit notch, separated inside the vessel. Attempts to retrieve the separated portion were unsuccessful. The separated distal portion remained in the anatomy and the patient was transferred to surgery where the separated portion was successfully retrieved. The patient underwent bypass surgery, which was originally considered as alternative to the percutaneous transluminal coronary angioplasty. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported difficulty deflating could not be confirmed due to the condition of the returned device. The shaft separations were confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.